Event description:
Complainant alleged that upon power up and prior to monitoring a pt, the device displayed ¿defib disabled¿ and ¿user set-up required¿ messages. Complainant did not indicate that there was any malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.